Event description:
A male underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. After placement and ballooning of the zenith iliac leg, the graft was fluoroscopically observed as if it was over expanded. Confirmatory angiogram appeared as if the graft displayed a spray formed endoleak between the first and second stent from the distal end, which was deemed as a type iii endoleak. After an additional ballooning, and angiogram taken from the different angle confirmed the existence of the type iii endoleak. Subsequently, an additional zenith iliac leg graft was placed inside the initial leg graft and the endoleak was resolved, therefore, the procedure was completed. The patient did not show any post procedure symptoms. The patient has recovered.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. Without films/images a definitive cause cannot be reported. Specifically, if the alleged endoleak was due to a hole/tear in the graft or if the overlap between the two components was compromised. Furthermore, the condition of the patient's anatomy is unknown. If calcification was present at the ballooning sites, it may be possible the calcification pierced the graft during ballooning. We will continue to monitor for similar incidents.